Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, the patient calibrated the sensor at 8:52pm. The patient was sleeping and the husband found her not able to respond to any questions at 11:00pm. The husband described the patient unresponsive ¿was about dead¿. The husband assisted the patient and revived her (no treatment documented). Although the cgm was reported inaccurate, there was no bg nor cgm values documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).